Event description:
Mentor memory gel silicone implant procedure - (B)(6) 2007. Today is (B)(6) 2011, and I have not been the same since the procedure. During f/u visit, I expressed my concerns to dr (B)(6). Her response, "your issues are 100% not related to the implants." No empathy whatsoever. I know my body. I'm still not right. I weighed (B)(6) the day of my surgery. Today, I weigh (B)(6). I vomit after I eat, can't sleep through the night, anxiety, excessive overheating, sweating, elevated hcg hormone, increased estrogen, not enough testosterone/progesterone. After my thyroid diagnosis, I was put on levoxyl. Started at 50 mcg's, increasing to 150 mcg's. Still nothing. I feel horrible. I decided to see a bio identical hormone dr in (B)(6). Apparently, my body will not covert my thyroid medication to t3, so just started an all natural t3/t4 combo, in addition to pristiq, vitamin d.